Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered during leaflet grasping. The clip became entangled in the chordae; however, troubleshooting maneuvers were performed, which helped resolve the issue. The posterior gripper was subsequently unable to raise and lower during maneuvering. The clip was removed from the anatomy. Upon removal, the gripper line was observed to be damaged and disconnected from the shaft. During the deployment sequence of a second mitraclip, the clip again became entangled in the chordae, and troubleshooting maneuvers were performed to resolve the issue. Subsequently, the anterior gripper was unable to raise and lower. The clip was removed from the anatomy. Upon removal, the gripper line was observed to be disconnected and damaged. Post-procedure, the mr remained unchanged. There were no clinically significant delays or adverse patient effects reported.